Event description:
At about 5 years after primary, the patient came in reporting pain and the cause unknown. The surgeon revised all components to competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30-oct-2024. Lot 1811886: (B)(4) items manufactured and released on 28-may-2019. Expiration date: 2024-05-15. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised, batch review performed on 30-oct-2024: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 189832: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-28. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot 179109: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-08. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0183 short humeral diaphysis - cementless - 10 (k180089) lot 1811909: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0190 threaded glenoid baseplate ø24.5x25 (k171058) lot 183703: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 182474: (B)(4) items manufactured and released on 07-sep-2018. Expiration date: 2023-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 182475: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.